Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022, getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated, cover was cracked with missing particles. There was no injury reported. However; we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of h4 device manufacture date field deems required. This is based on the internal evaluation. Previous h4 device manufacture date 04/09/2021. Corrected h4 device manufacture date 04/12/2021.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated, cover was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. The affected device was repaired by replacement of two defective components: lower cover with dimmer (ard368608998) and upper cover with fork (ard368609996). Based on the information collected, it was established that when the event occurred, surgical lights did not meet their specification, since cracked cover leading to missing particles could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing reportable events for this type of issues we were able to establish that the received incidents are occurring at moderate ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. According to pictures provided, plastic top covers are deteriorated in corners and broken parts are missing. The damages were probably caused by a collision. A new covers available as spare parts in the kit must be installed in order to replace damaged covers and to avoid any incident. To prevent any safety issue user manual for lucea 50/100 (IFU 01741 en 10, pages 26-27) mentions to check the light heads for chipped paint, impact marks and any other damage, during the daily check. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.